Event description:
It was reported the customer had several no delivery alarms on their insulin pump. Customer stated the alarm would occur up to 6 times in one day. The customer stated they were able to resolve the alarm with a complete set change. Customer declined to return their infusion set and reservoir for analysis. Customer's blood glucose was 130 mg/dl. The customer was advised to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.